Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was fractured. Additional information from the field representative indicates that this lead exhibited noisy signals, triggered inappropriate shocks and was not sensing electromagnetic interference. There were no changes on impedance and a system changeout was imminent. The lead was turned off and remains implanted as per field representative response. No adverse patient effects were reported.